Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing well post operatively. The current location of the explanted ipg remain unknown. Additional information indicated that the explanted scs device will not be returned, as it was disposed of in accordance with facility policy.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing well post operatively. The current location of the explanted ipg remain unknown.